Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified, and the failure was not detected during inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had no image with an e315 unsupported scope error message. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had no image with an e315 unsupported scope error message. There were no reports of patient harm.